Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with lead noise. The noise was not reproducible with isometrics or pocket manipulation. All electrical measurements were normal. The intervals for detection and the return to sinus were adjusted. The physician then deactivated the hv portion of the system since the patients ejection fraction is now normal via echo.